Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one powerport MRI isp with groshong catheter in two segments were received for evaluation. Visual, microscopic and functional testing were performed. A complete circumferential break was noted approximately 9.3cm from the distal end of the cath-lock. A diagonal split was noted between approximately 5.0-8.0mm from the proximal end of the distal segment. An additional circumferential split was noted approximately 3.4cm from the proximal end of the distal segment. The smooth side of the complete circumferential break and the split at 5mm to 8mm from the proximal end of the distal segment. The investigation is confirmed for the catheter migration. Specifically a catheter migration due to flexural fatigue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that approximately three years post port implant, the port device was allegedly not able to infused. Reportedly, a scan demonstrated that the catheter broken away from the port septum and migrated. It was further reported that port body was removed, however, an additional intervention was required to remove the migrated segment of the catheter via an intravascular approach. The patient status is unknown.

Manufacturer narrative:
As the lot number for this device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 11/2017).

Event description:
It was reported that approximately three years post port implant, the port device was allegedly not able to infused. Reportedly, a scan demonstrated that the catheter broken away from the port septum and migrated. It was further reported that port body was removed, however, an additional intervention was required to remove the migrated segment of the catheter via an intravascular approach. The patient status is unknown.